Event description:
Customer called to report that after she received an unrecovered mc (modular chemistry) sample probe obstruction to replace the sample probe on the unicel dxc 800, she found what appeared to be a deionized water leak at the top of the sample crane near the obstruction detection transducer. On the same day, the field service engineer (fse) verified that the water was leaking from the mc clot sensor. The fse returned the next day, (B)(6) 2011, to replace the clot sensor. The customer stated that the issue occurred while running the twice weekly ise (ion-selective electrode) (B)(4) bleach cleaning; therefore, no patients were harmed since no patient samples were run.

Manufacturer narrative:
(B)(4).